Event description:
The customer reported that the speakers failed and that "the sound all of a sudden stopped". No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that the speakers failed and that "the sound all of a sudden stopped". No pt harm was reported. Philips in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.